Event description:
It was reported that the implantable cardiac monitor (icm) detected atrial fibrillation (af) episodes which were deemed likely as false episodes. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.